Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received the maryland bipolar forceps instrument to perform failure analysis (fa). The instrument was found to have conductor wire insulation damage. The conductor wire was found to have insulation damage at the yaw pulley. Visual inspection found the wire to be exposed. The instrument grips were manually manipulated, and the instrument passed an electric continuity test on three of three attempts. There were no signs of thermal damage. The complaint regarding the coating was peeling off was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. Additional observation(s) not reported by site: the instrument was found to have various scratch marks with light material removed on the main tube. The scratch marks were 0.010¿ - 0.510¿ in length.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the maryland bipolar forceps instrument was found to have the coating peeling off. It was unknown if there was any fragment fell into patient. The procedure was completing as planned with no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer could not provide further details.